Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that her husband's blood glucose exceeded 600 mg/dl yesterday. She almost took him to the ER but treated him with a manual insulin injection and then changed his insertion site. However, his blood glucose remained high so they called their physician. The physician gave them instructions and the blood glucose began to come down. The wife mentioned that the customer may have experienced dehydration as a result of the hyperglycemia. She mentioned that it was a normal evening and that the insertion site and insulin pump were fine. They have a doctor's appointment next week. No products were shipped or returned.